Event description:
Per the audiologist, the patient was reported to have a tympanic membrane retraction with exposure of the electrode array. Patient was scheduled for a tympanoplaty however it was postponed due to a cold. Revision surgery is planned, but had not taken place at the time of this report in 2009.

Manufacturer narrative:
Other: implanted device remains.